Manufacturer narrative:
The lot history was reviewed for any abnormalities, which may have contributed to the complaint. Nothing found that would have contributed to the reported complaint. The complaint sample was returned for evaluation and the following was observed: the catheter was returned with its original labeling. The guidewire used was not returned. There is biological debris on the catheter. The catheter was returned in two pieces. The first section is the hub and the catheter; this section is 29.5 cm in length. There is no stretching of the shaft. However, the distal tip has a slight twist in the tip. The second section is the soft tip and the shaft; this section is 10.2 cm in length. There are clamp marks on the proximal end of this section. There is no stretching of the shaft. The proximal tip appears slightly twisted. The break appears to be smooth; no frayed edges as if it came in contact with something sharp. Conclusion: the complaint investigation has been confirmed during the visual inspection of the returned sample. The exact cause of the complaint is unknown. Possible causes of a catheter break are if the catheter came in contact with a sharp object, if resistance was met during removal, or if excessive pressure was exerted at the groin entry site. This product was used to access the ureter, which is a use outside its approved indication. A review of the manufacturing records for the reported lot indicated that all of the device specification and quality requirements were satisfied. This type of complaint will be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
Nephrostomy tube. Used kumpe to access the ureter. Catheter was in patient for 25 min with less than 5 minutes of use. 15 cm of the catheter was in patient when taken out. Tip was retrieved and there was no harm to patient.